Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open a the distal section. Medtronic received a report that a pipeline failed to open a the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.8mm and a 2.3mm neck di ameter located on the c5. The landing zone was 4.3mm distally and 5.2mm proximally. It was noted the patient's blood vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered and the angiographic result post procedure showed slow blood flow. It was reported that during flow diverter stent implantation for an intracranial aneurysm, the intermediate catheter and microcatheter were positioned, with the microcatheter advanced to the m1 segment. After the stent was positioned, deployment was initiated at the horizontal segment of m1. Approximately 8 mm of the stent was released; however, the distal end appeared rod-shaped and failed to open. The stent was retrieved. After repositioning, the stent was redeployed. With added tension, approximately 10 mm was deployed, but the distal end opened poorly, presenting a fish-mouth appearance, while the middle segment opened. The stent was then resheathed to about 3 mm and withdrawn to the c7 segment of the internal carotid artery before attempting redeployment. The distal end still failed to open properly. Additional forward tension and pushing were applied without improvement. Deployment continued, and the middle portion opened. The system was adjusted with gentle oscillation, but the distal end remained in a fish-mouth configuration. The stent was again partially retrieved and redeployed with increased tension. The intermediate catheter was advanced to provide stronger support; however, the distal end still failed to open. The stent was withdrawn and inspected outside the body, where deformation of the distal end was observed. The stent was replaced, and the procedure was subsequently completed successfully. The pipeline was not used for an indication that was not approved off label. All devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a 6f(ton-bridge medical 6f) guide catheter, and phenom 27 microcatheter.